Manufacturer narrative:
(B)(6).

Event description:
It was reported that in-stent restenosis occurred. The patient underwent treatment with the eluvia stent on (B)(6) 2017 as part of the (B)(6) clinical trial. The target lesion, located in the right mid and distal superficial femoral artery (sfa), had a 6 mm reference vessel diameter proximally and distally. The lesion had a total length of 100 mm. The target lesion was 100% occluded and was crossed through the true lumen. Pre-dilatation was performed using one balloon. Afterwards, two eluvia stents were successfully implanted (6x120 mm and 6x40 mm). Post-dilatation was performed using one balloon. Residual stenosis was 10%. There was no thrombus seen at the end of the procedure. On (B)(6) 2019, in-stent restenosis of the target lesion was observed without clinical symptoms. No action or treatment was performed. The event is ongoing.